Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 7 events were previously reported during the reporting quarter; however: - 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-01401. - 6 previously reported events are included in this follow-up record. Product return status 6 devices were received.   Event confirmation status 3 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 3 devices were found to be affected by internal component corrosion. 3 devices had no device problem found.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 5 devices were received. 2 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed; the cause traced to component failure. 2 reported events were not confirmed. 2 device evaluations are still in progress. Evaluation results: 1 device was found to be affected by internal component corrosion 2 devices had no device problem found. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had no information received.